Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort and heating at the ipg site while charging. The patient in turn would only charge the ipg for 15 minutes at a time once weekly or once every other week. To address the issue, the physician explanted and replaced the patient¿s ipg with a new model.